Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified there were no damages or defects visible. The glass tip was sunken into metal cap indicating a glue failure. It was also observed a severe detritus on the fiber tip, indicating a heavy tissue contact during use. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Based on analysis results the fiber showed signs of normal usage and there was no fiber damages identified that could have caused or contributed to the reported. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, after 102,372 joules and 12.03 min, the fiber broke. The end is charred, and the console went into "standby" mode and could not be switched back to "ready". Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during the photo selective vaporization of the prostate procedure, after 102,372 joules and 12.03 min, the fiber broke. The end is charred, and the console went into "standby" mode and could not be switched back to "ready". Due to this, the procedure was completed using another device. There were no patient complications.